Event description:
It was reported that there was downstream occlusion failure. The device evaluation that the downstream occlusion sensor reading is volatile and the downstream occlusion seal is dented. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion seal was dented. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion sensor reading is volatile. The downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.